Event description:
The user received a small minor burn to her back. Co's investigation revealed the heater wire had dislodged. No deaths or serious injuries were reported. The user administered first aid. No medical attention was sought.